Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. B69468-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemangioma of liver in 2015, anal low grade squamous intraepithelial lesion on (B)(6) 2013, gallbladder disease in (B)(6) 2013, delayed period in (B)(6) 2012, cervical low grade squamous intraepithelial lesion, granulation tissue, vaginal lesion, vulva disorder, vaginal irritation, abnormal withdrawal bleeding, anesthesia, gravida ii, parity 1 and morbid obesity. Previously administered products included for birth control: ortho micronor from 2013 to (B)(6) 2014. Concurrent conditions included anemia, menorrhagia, dyspareunia, dysmenorrhea, hemorrhoids, vaginal discharge, vaginal burning sensation, vaginal odor, nabothian cyst and abdominal pain. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since 2009 for asthma, ethinylestradiol;norethisterone acetate (junel) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as cetirizine hydrochloride (zyrtec allergy) from 2014 to 2019, fluticasone propionate (flonase) since 2017 and montelukast sodium (singulair) since 2009. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("belly button pain"), arthralgia ("joint /hip pain") and back pain ("back pain"). In 2017, the patient experienced rash ("rashes or skin conditions type:frequent skin rashes") and urticaria ("hives that would not improve with topical ointments"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain."), 4 years after insertion of essure. On an unknown date, the patient was found to have ovarian neoplasm ("tumor / teratoma / cancer type: ovarian tumors found after surgery") and experienced feeling abnormal ("brain fog"). The patient was treated with salbutamol sulfate (albuterol sulfate) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, irritable bowel syndrome and feeling abnormal had resolved, the vaginal haemorrhage, menorrhagia, migraine, urticaria, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain, ovarian neoplasm and weight increased outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, irritable bowel syndrome, menorrhagia, migraine, ovarian neoplasm, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: of trailing coils-left: 3; of trailing coil right: 2; current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirming occlusion of fallopian tubes, total bilateral occlusion. Lot number reported b69468 is not valid. Most recent follow-up information incorporated above includes: on 5-nov-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. B69468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included liver repair in 2015, anal low grade squamous intraepithelial lesion on (B)(6) 2013, gallbladder disease in (B)(6) 2013, delayed period in (B)(6) 2012, cervical pap smear, granulation tissue, vaginal lesion, vulva disorder, vaginal irritation, abnormal withdrawal bleeding, anesthesia, multigravida, parity 1 and overweight. Previously administered products included for birth control: ortho micronor from 2013 to (B)(6) 2014. Concurrent conditions included anemia, menorrhagia, dyspareunia, dysmenorrhea, hemorrhoids, vaginal discharge, vaginal burning sensation, vaginal odor, nabothian cyst and abdominal pain. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since 2009 for asthma, ethinylestradiol;norethisterone acetate (junel) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as cetirizine hydrochloride (zyrtec allergy) from 2014 to 2019, fluticasone propionate (flonase) since 2017 and montelukast sodium (singulair) since 2009. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping )"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("belly button pain"), arthralgia ("joint /hip pain") and back pain ("back pain"). In 2017, the patient experienced rash ("rashes or skin conditions type:frequent skin rashes") and urticaria ("hives that would not improve with topical ointments"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain."), 4 years after insertion of essure. On an unknown date, the patient was found to have benign ovarian tumour ("tumor / teratoma / cancer type: ovarian tumors found after surgery") and experienced feeling abnormal ("brain fog"). The patient was treated with salbutamol sulfate (albuterol sulfate) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rash, irritable bowel syndrome and feeling abnormal had resolved, the vaginal haemorrhage, menorrhagia, migraine, urticaria, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain, benign ovarian tumour and weight increased outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, arthralgia, back pain, benign ovarian tumour, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: of trailing coils-left: 3, of trailing coil right: 2, current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Hysterosalpingogram on (B)(6) 2014: confirming occlusion of fallopian tubes, total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received ,new reporter, patient demographic information, lab data , patient concomitant condition and essure lot number were added on (B)(6) 2019: plaintiff fact sheet received ,new reporter information , new reporter, patient demographic information , lab data, concomitant medication , essure indication, removal date , event injury to herself deleted, new event abnormal bleeding (vaginal, menorrhagia), migraines / headaches, rashes or skin conditions type:frequent skin rashes and hives that would not improve with topical ointments, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue,gastrointestinal or digestive system condition type: irritable bowel syndrome, pain,belly button pain, joint pain, back pain, hip pain, tumor / teratoma / cancer type: ovarian tumors, weight gain / loss specify which one: weight gain, brain fog and outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.